Event description:
Additional information was received. Health care provider reported patient was getting re-programmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there hadn't been any circumstances that led to the stimulation intensity jumping up. They stated that they had turned the voltage down to 2.0 so "at least it wouldn't be painful." To resolve the issue, adaptive mode was turned off. They clarified that the intensity jumping up had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulation intensity jumps up. This occurred about 6 months prior to the report. Relevant medical history includes spinal pain.